Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) with a low blood glucose (bg) level of 54 mg/dl. Reportedly, customer inadvertently entered in 149 grams of carbohydrates instead of 49 grams and administered too much insulin causing them to go low. Customer was monitored and given orange juice at the ER to address bg level. Customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.